Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported single gripper actuation issue could not be determined. The reported poor image resolution was difficult to visualize the clip during procedure due to quality of the imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4 with a leaflet flail. The clip delivery system (cds) was advanced to the patient's valve but it was noted that imaging was not ideal during the procedure. The physician was unable to drop one of the grippers. Troubleshooting was performed however the decision was made to remove the device from the patient. The procedure was completed with another mitraclip. The mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.